Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device lvp had error code 13-1064-1229 was not identified during the customer call. The tech support recommended to update correct internal serial number (B)(6) by running flash pump and update serial number. Issue was resolved. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module had error code 13-1064-1229. There was no patient involvement. The customer's issue was resolved by updating the internal serial number.